Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred at the beginning of a planned/non-emergency treatment which was completed by rebooting the system. There was no harm reported to philips. Upon troubleshooting, the field service engineer (fse) visited the onsite and examined that the system was unable to perform 3d rotation. Fse reviewed error logfile and identified that the longitudinal potentiometer was causing the issue with the table. The fse discussed with the ir technician and confirmed that the c-arm was drifting to the right, moving slowly, and causing a collision detected error. Additionally, the customer reported that tilting the table led system to lock up, necessitating multiple reboots to clear the error. To resolve the issue, fse replaced the longitudinal potentiometer and performed necessary adjustments. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform 3d rotations, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.